Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 42224. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log recorded only one time system fault with error code 42224 and many downstream occlusion (dso) alarms were found. Functional testing could not replicate the reported issue. The probable cause was determined to be the optic switch. The optic switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.